Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 17 years since the subject device was manufactured. The legal manufacturer was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, the foreign material observed in the jet tube and nozzle was unable to be identified. Furthermore, physical damage was not found at the foreign material residue points. The foreign material was possibly not removed since reprocessing could not be conducted properly due to leakage from the switch; however, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: detection methods are written in instructions for use: gif-180 series operation manual: chapter 3 preparation and inspection. Prevention measures are written in instructions for use: gif-180 series reprocessing manual: chapter 5 reprocessing the endoscope. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, the videoscope exhibited foreign material in the air water tube and cylinder. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.